Manufacturer narrative:
Since the reported patient's reactions occurred before any plasma passed through the liposorber la-15 column had not yet returned to the patient, the liposorber la-15 column may not be relevant to the patient's reaction. Before the plasma separation has initiated by the apheresis machine, 300ml of the patient's blood was circulated only in the blood side of the extracorporeal circuit of the ldl-a system. Accordingly, biological reactions of the patient with the blood components contacted the extracorporeal circuit including the plasma separator might be possible. It was reported that the same ldl-a procedures for 10 times in the previous course was completed eventless, and accordingly, the physical condition of the patient on the day of the incident might possibly be contributed to the occurrence of it. We believe the reported incident is attributable not to defect or malfunction of the devices but to the patient's physiology.

Event description:
The patient was a male on chronic hemodialysis complicated with arteriosclerosis obliterans (aso) whose one leg had already been amputated. The patient was admitted to the hospital this time for the amputation of his ulcerative digitus pedis, and the ldl-apheresis (ldl-a) using the liposorber la-15 system was introduced for the treatment of aso. This adverse event occurred in the first ldl-a procedure following one course of ldl-a which consists of 10 single ldl-a procedures. Just before the ldl-a started, his blood pressure (bp) was 120mmhg. Immediately after the plasma pump of the apheresis machine started, the patient fell into loss of consciousness, no response to address. His bp was unmeasurable with a spo2 of 82%. The patient was immediately disconnected out of the extracorporeal circuit, given supplementation with saline and 5l oxygen, and he regained consciousness, the bp raised to 100mmhg. The operating condition of ldl-a was same as that in the previous procedures. The patients had been prescribed with 26 drugs including antihypertension, antibiotic, etc.